Event description:
Customer reports that when running quality controls the device produced a result of 640mg/dl. Device numeric reading range is 10mg/dl to 600mg/dl. No action was taken based on control result. No adverse event reported. Requested return of suspect device and replacement was sent.